Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking safestep is inconclusive due to poor sample condition. A photo was returned for evaluation of this complaint. The photo consisted of two labels and a 20g safestep safety infusion set. The label in the bottom of the photo contained information consistent with this file. The safestep infusion set in the photo had a needleless injection cap attached to the luer adaptor and the safety mechanism had been engaged over the needle. The infusion set appeared free of residual material. A handwritten note was seen in the picture that states, ¿leaking here¿ with an arrow pointing to the junction between the luer adaptor and the infusion set tubing. No holes, splits or leaks are discernable in the photo. The source of the leak could not be clearly observed and the lack of physical sample prevented functional testing of the device. Therefore, the complaint could not be confirmed and remains inconclusive at this time. Possible contributing factors for this type of failure could include material fatigue, over-pressurization, or tensile (pulling) forces applied at the joint. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the extension arm on the safestep is leaking. It was stated the product is leaking from where the tubing is inserted into the luer lok portion.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascxs0203 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the extension arm on the safestep is leaking. It was stated the product is leaking from where the tubing is inserted into the luer lok portion.